Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broken during insertion. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and checked for broken parts and none were found. Sensor passed per specification. Found sensor as whole. Customer did not return needle.